Manufacturer narrative:
Corneal edema is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, incipient anterior subcapsular cataract, vomiting, iris ischemia, unreactive mydriasis and corneal edema. Lens remains implanted. Cause of the event was not reported.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. B5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced elevated iop, incipient anterior subcapsular cataract, lens opacity, iris atrophy. Manitol, edemox, opening corneal incision was noted as treatment. Cataract surgery was performed. Lens explanted and problem was resolved. Cause of the event was reported as patient-related factor. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).